Event description:
Spontaneous communication from hhrn (home health registered nurse) (B)(6) who reported air in line and down occlusion error with the replacement pump shipped with recent shipment even though no air or line occlusion. Hhrn (home health registered nurse) stated troubleshoot, but ended up having to use old pump for infusion. Error occurred within a minute of the infusion, no missed dose reported. No further information provided. No clinical harm/injury was experienced by pt due to malfunctioned pump. Infusion was able to be completed. Malfunctioned pump is available for return to investigate, and new pump will be provided. No additional information available. Device serial number: (B)(6). Reported to (B)(6) by: patient/caregiver.